Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of broken band. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for esophageal varices during a procedure performed on (B)(6) 2024. During the procedure, the band was released to the varicose, however the band burst after it was deployed unto the varicose which caused bleeding to the patient. The blood was suctioned, and an intravenous medication was administered such as intravenous traneamic acid. The procedure was completed with the original speedband superview super 7. There were no additional patient complications reported. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for esophageal varices during a procedure performed on (B)(6) 2024. During the procedure, the band was released to the varicose, however the band burst after it was deployed unto the varicose which caused bleeding to the patient. The blood was suctioned, and an intravenous medication was administered such as intravenous traneamic acid. The procedure was completed with the original speedband superview super 7. There were no additional patient complications reported. No further information has been obtained despite good faith efforts. Additional information received on september 13, 2024: it was reported that the procedure performed was endoscopy and the anatomy location was in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of broken band. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h2 (additional information): block b5 has been updated based on the additional information received on september 13, 2024.